Manufacturer narrative:
The complaint of electrical noise was unconfirmed. Inspection of the header showed no anomalies. Analysis performed, including electrical, mechanical and environmental tests did not find any anomaly and battery voltage is still above elective replacement level. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that noise resulting in oversensing and inappropriate automatic mode switch were observed on the device. The device was explanted and replaced to resolve this event. The patient was stable.